Event description:
The device is part of a recall and the eval indicated that the failure was related to the recalled component.

Manufacturer narrative:
(B)(4). Method: device internal memory was reviewed.